Manufacturer narrative:
Customer returned the unit for investigation. Investigation confirmed the report of no audio with the speaker assembly.

Event description:
A respiratory therapist reported a device with no audio found during pre-test of the unit.